Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-06656. It was reported the patient's implant procedure on (B)(6) 2021, was aborted due to the patient having extreme pain in their right leg.